Event description:
It was reported that during the week following a refill, the patient had presented with increased pain. At the time of report, the patient was in a hospital's cardiovascular intensive care unit. It was noted that the patient "sleeps all the time." Additionally, it was stated that the patient's medication dosage had not been changed in "quite a while." The acting physician was prioritizing getting the patient comfortable and "somewhat stable." The drugs used in this system were clonidine, bupivacaine, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).